Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions); investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
A patient reported purchasing three boxes of 4mm needles at an offline store on (B)(6). On the evening on (B)(6), they used a new needle to inject teriparatide. Following the instructions, the patient waited 10 seconds before removing the needle from skin. The patient observed that approximately seven drops of liquid continued to flow out at a rapid rate. The patient had previously used the 6mm needles by novo, but novo needles had not leaked so much nor so quickly. The patient believed that is the bd needle quality issue. The store refused to accept the return, and the patient hoped to negotiate a return through the manufacturer. Call center has informed that the manufacturer cannot directly process returns and refunds and has suggested customer to negotiate with store. Material code is 329497, lot number is 3073694. Affected quantity is 1. Inject once every evening in the abdomen, with no subcutaneous nodules and no reuse of needles. The patient didn't prime the needle; call center has informed customer needle needs to be primed. Samples are available, but no photos. Customer response needed by phone call. Sample availability: yes. Sample availability details: physical sample available only.